Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for adhesive bond of the objective lens peeled away and scratches observed on the metal tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited adhesive bond of the objective lens peeled away and scratches observed on the metal tip. There was no patient involvement.